Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 ¿ 3.4 inr): qc 1: 2.9 inr, qc 2: 2.9 inr. The maximum difference between measurements was 0%. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Initial reporter occupation is lay user/patient.

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek xs meter with serial number (B)(4) compared to a sysmex ca-600 with dade innovin reagent laboratory method. The result from the meter at 04:47 am was 3.5 inr. The repeated result from the meter at 04:50 inr was 2.5 inr. The result from the laboratory at 08:47 am was 2.5 inr. The result from the meter at 08:52 am (using the same finger in a previous test), was 3.6 inr. The therapeutic range is 2.5 to 3.5 inr.